Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 306 mg/dl at the time of incident. Troubleshooting found that the drive support cap was indented out of the device and not recessed into the unit. Customer indicated that they are using a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, error test and displacement test. However, the insulin pump alarmed prime during the prime test due to faulty force sensor. We were unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to prime alarm. The insulin pump was received with partially broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, and scratched reservoir tube window.